Manufacturer narrative:
This report is submitted on 07 may 2021.

Event description:
Per the clinic, the patient experienced an infection, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.